Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The svc rep looked at the connections, and tested the sys. The sys is operating as intended.

Event description:
The customer reported that the 6800 sys would intermittently lose the image. No pt injury was reported.